Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf alleges metal wear.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address intermittent yet increasing pain and elevated cocr levels. During removal of the metal liner, the liner cantilevered and stuck crosswise to the cup, necessitating cup removal also. Update: 7/31/13 - litigation papers received. Litigation alleges metallosis and the inability to walk. There is no additional information that would affect the outcome of this investigation. Update has been electronically attached to the complaint document. Update: 8/9/2013 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Update sep 7, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges premature failure of right implant. After review of the medical records for the MDR reportability, patient was revised to address failed thr with significant heterotopic bone. Revision notes reported of significant adhesions and extensive heterotopic bone. There was also approximately 5ml of cloudy synovial fluid. The cup was removed with a moderate amount of bone loss. Clinical notes reported of elevated metal ion in serum, stiffness and discomfort. There are no lab results for cobalt-chromium level. Stem has been added. Product information was updated and added complainant information. This complaint was updated on sep 28, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.